Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges after third fastener was fired on the posterior side of the valve a fastener became stuck in the device (on the gastric side). Physician ended up pulling off with force and fastener pulled through tissue. No injury was observed and patient doing well post op.

Manufacturer narrative:
The suspect device was returned for evaluation. Simulated use testing was performed and the failure could not be replicated. The complaint could not be confirmed. Root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.